Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report.

Event description:
The customer's mother called and reported that customer was emergency room services dispatched on (B)(6) 2020 due to diabetic ketoacidosis, infection and gastro paresis. The customer's blood glucose level was 868 mg/dl and treated with fluids, insulin drip and high amount of antibiotics. It was also reported that auto mode feature was not active and customer declined troubleshooting for high blood glucose level.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to hospital due to hyperglycemia, on unknown date with unknown blood glucose value. Customer stated that the nausea and vomiting prompted them hospital visit. Customer declined high blood glucose troubleshooting. The device will not be returned for analysis.